Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05739. It was reported that when a patient presented in clinic for a follow up, device exhibited oversensing and noise. Rv lead fracture and high capture threshold were also observed. The device and lead were explanted and replaced. Patient¿s condition was stable before, during, and after the procedure.